Manufacturer narrative:
Results: the jet7 was stretched approximately 129.0 thru 129.5 cm from the hub. The jet7 had multiple kinks from approximately 121.0 thru 123.5 cm and 129.5 thru 132.0 cm from the hub. The jet7 was ovalized approximately 104.0 cm from the hub and at the distal tip approximately 132.0 cm from the hub. The total length of the jet7 was 132.0 cm. Conclusions: evaluation of the returned jet7 confirmed that the distal tip was stretched. If the jet7 is forcefully manipulated against resistance, damage such a stretching may occur. During the functional testing, a demonstration 3maxc could not be advanced through the returned jet7, and the jet7 could not be advanced through a demonstration neuron max due to the distal damage on the jet7. No other devices associated with the complaint was returned for evaluation, and therefore, the root cause of resistance could not be determined. Further evaluation revealed kinks and ovalizations along the distal shaft. These damages were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra stent retriever. During the procedure, the physician completed one pass in the target vessel using the jet7 and stent retriever. It was reported that while retracting the stent retriever through the jet7, the physician experienced resistance. Upon removal, it was observed that the distal tip of the jet7 had stretched. The procedure was completed using another jet7 and the same stent retriever. There was no adverse effect to the patient.